Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed the device has been serviced within the last 12 months for a related "will not sense the tubing in load points 3 and 4" allegation. Evaluation confirmed the complaint and determined the cause to be an out of specification downstream sensor calibration reading. The force sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported sees set when not present, which was confirmed during evaluation through visual inspection of the device. The cause was determined to be an out of specification downstream sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump detected a set when there was no set present. There was no known patient injury or medical intervention associated with this event. No additional information is available.